Event description:
It was reported that treatment was attempted on a tight proximal stenosis in a calcified, extremely tortuous lad. After successful implantation of the stent, it was difficult to withdraw the delivery system. During the removal attempt, the guiding catheter deep-seated in the ostium and the sds was withdrawn together with the guiding catheter. An extensive dissection was identified in the distal part of the left main artery at the lad/circumflex bifurcation. Ventricular fibrillation resulted and full resuscitation measures were taken, as well as the implantation of an add'l stent to recannulize the vessel; however, the pt died.